Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient is complaining of low visual acuity. A slit lamp exam noted opacity in the lens. Additional information was requested.

Manufacturer narrative:
The provided photos were reviewed. The picture of the intraocular lens (iol) is bad quality but the photo of the fellow eye showed iol opacification. The provided picture of posterior segment shows changes in blood vessels and micro hemorrhages (presumably due to diabetic retinopathy since the patient history confirmed that patient used insulin). The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional review reports reportedly, patient presented with "low" visual acuity (20/25) following iol implantation more than ten years ago. The picture of the iol is bad quality but the photo of the fellow eye showed iol opacification. Provided picture of posterior segment shows changes in blood vessels and micro hemorrhages (presumably due to diabetic retinopathy since the patient history confirmed that patient used insulin). According to the initial information iop was 19 mmhg. It should be noted that patient history of diabetes could have caused/contributed to the reported event. Furthermore the directions for use (dfu) under warnings provides advice for the physicians that :¿the safety and effectiveness of intraocular lens implants have not been substantiated in patients with preexisting ocular conditions (chronic drug miosis, glaucoma, amblyopia, diabetic retinopathy, previous corneal transplant, previous retinal detachment, and/or iritis, etc.). Physicians considering lens implantation in such patients should explore the use of alternative methods of aphakic correction and consider lens implantation only if alternatives are deemed unsatisfactory in meeting the needs of the patient.¿ the clinical impact of the described picture observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).